Event description:
The patient's brother reported that the patient experienced an increase in seizure frequency and began to have difficulty finding words and forming sentences. It was noted the patient was taken to the ER in relation to these events. The patient was seizure free for about 1 year previously. No other relevant information has been received to date.